Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached report.

Event description:
Reportedly, during implantation procedure, a 3 second pause occurred following auto-implant detect programming.